Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the residual glue at the tip of the probe broke off inside the patient during surgery; all pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: too much glue on the outer housing. The failure identified in the investigation is consistent with the complaint record. Per visual inspection the glue was an excess glue applied to the ceramic during manufacturing and if not properly cleaned/wiped the glue will get dry looks like a bubble. The probable root cause could be a manufacturing issue such as (cleaning/wiping the excess glue after applying). Protective measure: in process inspections. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the residual glue at the tip of the probe broke off inside the patient during surgery; all pieces were retrieved.